Event description:
When transferring resident from a chair back into bed using a pt lift, one of the straps slipped off causing the resident to fall. Pt landed on the bed then fell to the floor. The resident complained of pain in left knee. Pt was transported to the hospital.